Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The defibrillation impedance on the right ventricular (rv) channel had increased. During the rv lead revision, it was noted that the original rv lead was bent. The rv lead was capped and replaced and the patient was stable.